Manufacturer narrative:
Concomitant products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n351735, implanted: (B)(6) 2012, product type accessory; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had a blood clot following surgery and went to the emergency room that same night in severe pain. The patient stated that ¿they were twisting her¿ and she felt the lead move. It was noted that the patient had experienced uncomfortable stimulation in the wrong location at the lead location. It was noted that x-rays were taken. The patient was then scheduled for surgery to have the percutaneous leads replaced with a paddle lead due to lead migration. Once in surgery, it was found that the percutaneous was in the intrathecal space and there was cerebrospinal fluid (csf) leaking. It was unknown which of the patient¿s two leads was in the intrathecal space. Both leads and the implantable neurostimulator (ins) were removed and the health care professional (hcp) tried to repair the csf leak. The hcp reportedly wanted to implant a new system once the csf leak was fixed. It was later reported that there had been no resistance when removing the lead. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).